Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that an image flickered because communication failure occurred due to faulty cable. As to the cause of the faulty cable, the probable cause is that the cable was disconnected due to a kink on the cable. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head image disappears temporarily, seems to have a short in it and blinks on and off. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found kinks and a knot on the cable. The investigation is ongoing. Three attempts were performed to obtain additional information, but not response was received from the customer. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.